Event description:
The customer reported mixed up images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and deleted and reconstructed the pt database. System operates as intended. (B) (4).